Event description:
It was reported that following a pocket revision procedure (MFR. Report number: 3006630150-2021-01698), the patient was still experiencing pain at the ipg site and left hip. It was also noted that the spinal cord stimulator (scs) device was not providing pain relief. The patient was given pain medication and was prescribed keflex to prevent infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7076835/7077678.

Event description:
It was reported that following a pocket revision procedure (MFR. Report number: 3006630150-2021-01698), the patient was still experiencing pain at the ipg site and left hip. It was also noted that the spinal cord stimulator (scs) device was not providing pain relief. The patient was given pain medication and was prescribed keflex to prevent infection. Additional information was received that the patients leads migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components were not returned due to hospital policy.